Event description:
Caller alleged discrepant inratio inr result in comparison to the physician's point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 3.3, poc inr: 1.7 and 1.6. The first inratio inr test was performed with the inratio strip lot #273300 which resulted in a 2.4 inr result; however, this strip was expired. The time between the testing was not provided. The pt's coumadin was increased based on the physician's poc inr result. Therapeutic range is 2.0 - 3.0 for the pt. There was no additional information provided.

Manufacturer narrative:
The first inratio strip lot #273300 (expired strip), referenced, is being reported under a separate medwatch report number 2027969-2013-00518. Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 3.3, reference: 1.7 and 1.6, mean: 2.20; confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. In-house therapeutic donor testing has been performed on reported lot 308060 on (B)(6) 2013. Results as follows: donor: 212 - inratio: 1.9, 2.1, 2.0; reference: 1.84; bias threshold: 1.34 - 2.34; %cv: 5.00. Donor: 197 - inratio: 1.6, 1.7, 1.7; reference: 1.66; bias threshold: 1.16 - 2.16; %cv: 3.46. All replicate for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. The product performed as expected. (B)(4). This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.